Manufacturer narrative:
Clarification was requested but it was not known what the true initial elecsys hcg + beta test system (hcgb) value was. Documentation provided by the customer had a hcgb value of less than 0.1 miu/ml that was marked out with a handwritten value of 37.1 transcribed next to it.

Manufacturer narrative:
Further investigation showed a high inaccuracy in the qc results for several assays that could be an indication of instrument and/or reagent issues or an indication of local quality issues. It was also noted that the customer does not use the recommended rack adapters which could lead to the sample tubes being tilted causing improper sampling.

Manufacturer narrative:
Relevant test/laboratory data was updated. Evaluation summary attached field was updated. The elecsys hcg + beta test system repeat result from (B)(6) 2017 was less than 0.100 mlu/ml with a data flag. The hcgb reagent lot was 240444 with an expiration date that was requested but not provided. Some of the pre-analytical conditions are unknown or were not done according to recommendations and therefore sample quality can not be excluded as possible root cause. Other possible root causes could be sub-optimal reagent performance, insufficient electromagnetic interference lab compliance, insufficient analyzer maintenance, or environmental contamination. The investigation is currently ongoing.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of carry over issues on their cobas e 411 immunoassay analyzer, especially with elecsys lh assay and sometimes elecsys hcg + beta test system (hcgb). Of the data provided for 5 chemistries, only the data hcgb was a reportable malfunction. The initial hcgb result was 37 mlu/ml on (B)(6) 2017. The customer stated the initial result was flagged with an alarm but could not remember the specific flag. The initial result was reported outside of the laboratory to the physician, but the physician questioned the initial result on (B)(6) 2017 and requested a retest. The repeat result for hcgb was <0.1 mlu/ml. The repeat result was deemed to be correct. There was no adverse event. The hcgb reagent lot and expiration date was requested but not provided. The customer stated that they have been having carryover issues for years. They were advised to perform a measuring cell prep. The field engineering specialist was not able to find a specific cause of the malfunction. He performed both visual and mechanical inspections. He adjusted the photomultiplier high voltage. He performed performance testing.